Manufacturer narrative:
Additional information was requested, and the following was obtained: if in your possession, may we have a copy of your operative reports when ethicon mesh was implanted in 2012 and/or any mesh revision/ partial removal surgery occurred after? No indication that a report is available to be provided does ethicon have your permission to contact your doctor that you are under their care and/or surgeons who implanted mesh in 2012 and performed a partial removal of mesh, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? Per previous communication documented: patient has not provided information regarding operating surgeon or any other information.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative reports when ethicon mesh was implanted in 2012 and/or any mesh revision/ partial removal surgery occurred after? Does ethicon have your permission to contact your doctor that you are under their care and/or surgeons who implanted mesh in 2012 and performed a partial removal of mesh, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation?

Event description:
It was reported that the patient underwent an unknown gynecological procedure in (B)(6) 2012 and the mesh was implanted. It was also reported that the patient experienced mutilation of the genital, perforation of bowel. As per patient, due to the mesh implant has undone all the work to help the bladder and now she is experiencing severe incontinence. The patient reported that she has just come out of hospital in (B)(6) 2019 suffering extreme agony and pain. It was also reported that the patient experienced 7 years of agony and it took 5 years out of 7 to find out why the patient was suffering such pain. The patient underwent only partial removal and should never as advised had any more surgery. Additional information has been requested.